Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon commented that pt was experiencing hip pain. Stem was removed ease with and with minimal on growth according to surgeon."